Event description:
The patient underwent a bilateral nerve-sparing robotic-assist laparoscopic prostatectomy. Hem-o-lok clips were placed at the point during the procedure where the surgeon was dissecting free the lateral pedicles. Approximately three months after his surgery, the patient began to complain of urethral pain. The patient had a CT scan which revealed that some of the hem-o-lok clips had migrated into the bladder. The patient had to undergo a cystourethroscopy to remove the clips. Two extra large and two large calcified clips were found and removed without difficulty.